Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is experiencing extensive bruising at the ipg site. Subsequently, the patient will undergo surgical intervention as the next course of action. The event date is unknown.

Event description:
Follow-up information revealed the patient underwent surgical intervention where the same ipg was implanted deeper in the same ipg pocket. The patient reported effective therapy postoperative.